Manufacturer narrative:
Patient information: no further patient information was provided by the customer. The complaint investigation was performed which included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review and device history record review. A review of tickets determined that there is normal complaint activity for alinity total bilirubin reagent ln 4v51-31 lot number 56658uq01. Trending review determined no adverse trend for discrepant patient results for the product. Return testing was not completed as returns were not available. Retesting of the sample and another sample were reproducible, indicating a possible issue with the initial sample testing. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation, no systemic issue or deficiency of the alinity total bilirubin reagent lot number 56658uq01 was identified.

Event description:
The customer reported falsely depressed alinity c total bilirubin results on one patient. On (B)(6) 2020 sid (B)(6) generated initial result of 43.5 umol/l, repeated 222.6 umol/l. A new sample from the same patient generated a result of 259.1 umol/l. The sample was a capillary heel prick sample from a baby. No impact to patient management was reported.